Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (blue tip) and the main body of a minicap extended life pd transfer set which resulted in leak. The event was further described as ¿the blue tip disconnected from the transfer set and started leaking¿. This occurred after treatment of peritoneal dialysis therapy. The device was in use for about a month. The patient clamped the line and went into the clinic to get a replacement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.